Event description:
The customer went to the hosp after receiving a blood glucose result of 280mg/dl and they were feeling shaky. At the hosp they received a blood glucose result of 159mg/dl. The customer was kept in the hosp overnight for obervation. No treatment was given. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.